Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual examination noted that the proximal end of the instrument tube hosing was broken. Due to the noted damage no, functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectosigmoidectomy while stapling the rectum, the stapler was unable to fire, the load did not shoot and the trigger was loose. The surgeon was also unable to squeeze the handle although he was able press the green button. There was no patient injury.